Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility reported that the tubing of a bc191-05 flexitrunk nasal tubing was broken during use on a patient. Conclusion: without the subject device being returned for an evaluation or photography for visual inspection, we are unable to confirm the exact cause of the reported fault. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. Our user instructions which accompany the flexi trunk nasal tubing state: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc191 05 nasal tubing 70mm was torn during use. There are no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing 70mm was broken. There are no reported patient consequences.